Event description:
A transfemoral tavr procedure was attempted to be performed with a non-(B)(6) 29mm evolut fx+ valve. The valve enfolded and was recaptured and removed. The patient became hypotensive with severe aortic insufficiency. A second non-(B)(6) 29mm evolut fx+ valve was prepped and would not cross the valve during CPR. CPR continued for approximately 20 minutes. An (B)(6) 23mm sapien 3 ultra valve was prepped and implanted without issue and no leaks. The implant was considered a bailout implant as it took place during an active code event with active resuscitation efforts from the failed evolut valve implant attempts. The patient did not recover and expired. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Ref report: mw5165894.